Event description:
It was reported that the left ventricular (lv) lead dislodged. The high lv thresholds caused the device battery to deplete early than projected. The device and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis found no anomalies. Visual analysis noted apparent explant damage. Concomitant products: d224trk, implantable cardioverter defibrillator (ICD), (B)(6) 2011; 6947, implantable tachy lead, (B)(6) 2011; 4076, implantable pacing lead, (B)(6) 2011. (B)(4).